Event description:
It was reported that the patient developed redness, edema, and phlebitis in the left upper limb. The type of procedure was indicated as treatment and the event occurred in the facility inpatient-ward unit. There was no reported harm.

Manufacturer narrative:
D4 - catalog #: provided item numbers; 8351, 8352, 8353, 8354, 8355, 8356, 8357, 8358. H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.